Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of exeter stem, trident psl shell with alumina ceramic liner and head. Reason for revision was dislocation and squeaking.

Manufacturer narrative:
Product available to stryker; h3 reason for no evaluation. An event regarding dislocation involving a trident liner & unknown ceramic head was reported. Based on the provided information, the product reported in this investigation did not contribute to the event. There is no allegation of failure against the unknown trident shell. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not available.

Event description:
Revision of exeter stem, trident psl shell with alumina ceramic liner and head. Reason for revision was dislocation and squeaking.